Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that upon interrogation of the pacemaker the battery showed less than three years remaining. It was noted that four months earlier the battery showed four and a half years remaining. The device's memory was sent in to engineering and upon review they confirmed the pacemaker's power consumption had been increasing over the last year and the battery was depleting faster than expected. It was recommended to explant the pacemaker within 60 days. At this time the pacemaker remains in service and no adverse patient effects were reported.